Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius (B)(4) technician. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine would not power on. There was no patient involvement, harm or adverse event reported. A fresenius mexico technician was scheduled to service the reported machine. Upon inspection the technician confirmed the event and when checking the power source a burnt/opened fuse was found. The technician replaced the fuse and performed testing, the machine was left functioning. There is no sample available to return for physical evaluation. This report was received from fresenius (B)(4).